Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open during a cycle count. The user stated that this issue occurs frequently and that they often need to restart the machine and wait for a period of time before powering it back on in order to access medications, as the drawers do not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device to resolve, and no further investigation was required. Additionally, the fse mentioned that the customer had been informed that it was a power issue and had passed that information along the facilities. The technical support specialist also confirmed that the drawers occasionally lose connection. The system functioned as intended after the field service engineer and the technical support specialist investigated the issues of the device.